Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"